Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case chipped on front corners, bottom case main screw post broken, cracked right plunger case. According to the investigation, the device history was cleared and investigator unable to retrieve failed value, and unable to download ehl. Visual inspection and power up process were performed. The investigation could not duplicate the customer reported 'base hardware failure' at power up issue. Investigator found no damage to the pump interconnect board. Investigator replaced the pump interconnect board as a preventative measure. Performed power up process, pm and all functional tests passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited base hard failure error. No adverse effects were reported.